Event description:
On 04/07/1998 the MFR rec'd a report that following a catheterization procedure (date unk), an angio-seal device was deployed in a pt's groin. Reportedly, hemostasis was not achieved with the device, and manual pressure and a c-clamp were used to control the bleeding. Later the pt developed an arterial occlusion proximal to the puncture site; however, when the c-clamp was removed, the pulses were observed to have returned. Approx 2 weeks following the procedure, the pt complained of pain and claudication. An angiogram revealed a thrombo-occlusion of the right femoral artery. "Tpa" was administered without resolution of the pt'ssymptoms, and a hematoma was noted to form at that time. A vascular consult was obtained, although as of 04/30/1998 no further pt treatment had been recorded. Follow-up with the inserting physician on 05/11/1998 revealed that the pt did undergo a surgial procedure to treat her symptoms. As of 05/18/1998 there has been no further report of procedure(s) performed, complication, or pt sequelae made to the MFR.